Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the needle would not come off of the sensor. She removed the sensor and stated that the site was bleeding. She was advised to apply pressure and stated that the bleeding stopped. The blood glucose reading was 213 mg/dl. Nothing further was reported.